Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 575 mg/dl. Customer treated his high blood glucose level with a 35 unit of insulin. Customer was unable to troubleshoot because the customer took off and suspended the insulin pump. Customer declined to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.